Manufacturer narrative:
Correction: the type of initial report was corrected to serious injury. Device evaluation summary: one cadd legacy pump was returned for analysis in used condition. Visual inspection of the pump found no damage on the pump. The review of device history log identified 23 infusions have been recorded as completed without alarm including the two most recent. Functional testing included delivery accuracy, sensor verification and event log review. Delivery accuracy testing found the pump functional with the average delivery error to be within the published specification of +/-6%. However the delivery accuracy testing on the pump found the pumps delivery to be slightly positive. Review of the most recent infusion record in the pump event log finds that the pump completed a 49:57 hour infusion without alarm or error delivering 79ml of medication within the manufacturing specification. The customer's concern regarding "not infusing medication appropriately" was unable to be confirmed.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that this cadd legacy pump may have caused patient to hospitalize. There was thick, sticky blood in the IV line, and daughter of the patient believed that pump was not infusing the medication appropriately because the patient's breathing was poor. The pump did not provide any alarm during the event. The patient switched to back up pump.